Event description:
It was reported that bd luer-lok¿ disposable syringe w/ bd luer-lok¿ tip could not draw up insulin. The following information was provided by the initial reporter: material no. 309657 batch no. 8255618. It was reported the customer could not draw up insulin. 1. Description of issue: customer reports the syringe and needle would not draw up insulin. Customer reports that he was able to use a new/different syringe and needle to draw up insulin to successfully load a cartridge. 2. Did the customer insert the needle into the cartridge and encounter fill resistance? O no. Proceed to step 3. What was your bg reading at the time of this event? 124 mg/dl ¿ if bg between 54-500, no more bg questions needed. 3. Number of occurrences: only occurrence 4. Item number 3 ml syringe ¿ 309657 6. For bd product only, are samples available for investigation? O yes. Does customer authorize bd to contact customer to obtain sample(s)? _yes___contact: (B)(6). 7. Did issue cause any injury? If yes, what type of injury? No 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No 9. Resolution. Cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required. Cts to send replacement syringe and needle by sending a cartridge replacement. 10. Note: product category = needle/syringe issue.

Manufacturer narrative:
Investigation: sample received for investigation. It is observed a badly assembled stopper. The poorly assembled stopper is due to poor alignment of plunger timing with the cap. The customer was unable to aspire the insulin as the stopper was misaligned. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. These defects can be generated during the manufacturing process.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ disposable syringe w/ bd luer-lok¿ tip could not draw up insulin. The following information was provided by the initial reporter: material no. 309657, batch no. 8255618. It was reported the customer could not draw up insulin. Description of issue: customer reports the syringe and needle would not draw up insulin. Customer reports that he was able to use a new/different syringe and needle to draw up insulin to successfully load a cartridge. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. What was your bg reading at the time of this event? 124 mg/dl. If bg between 54-500, no more bg questions needed. Number of occurrences: only occurrence. Item number. 3 ml syringe ¿ 309657. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. (B)(6). Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required. Cts to send replacement syringe and needle by sending a cartridge replacement. Note: product category = needle/syringe issue.